Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, the patient had eleven percent ejection fraction and required cardiopulmonary resuscitation. The physician did not allege device malfunction but suspected the anesthesia to be too strong. The defibrillation therapy was turned on and the patient was admitted to the hospital to resolve the event.